Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an issue with the base hardware system failing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. D9: 12-feb-2025. H3: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was not able to be replicated through the wireless ethernet check but was verified by reviewing the alarm history. The cause of the reported issue was a malfunctioning interconnect board and radio printed circuit board (pcb) assembly. The reported issue was resolved by replacing the interconnect board and radio pcb assembly.